Manufacturer narrative:
The (B)(6) assessor contacted type 2 dm, v-go 20 user since (B)(6) 2020. V-go user reporting on saturday (B)(6) 2021 he was not feeling well, upset stomach, nausea and vomiting. He was not able to keep food and liquid down. He did have regular gatorade, only 2 ounces. On sunday morning he did change his v-go device, uses humalog insulin. He did not notice if there was insulin in the device. He did not notice if the grey indicator had moved. Client stating I am not a detective and did not look at the device like a detective. He threw away the device. Started new device. Reports needle button pushed and locked down. Bolus button clicked without issues. No leaking or wetness observed. His bg readings was 440 in the am. He continued to hydrate water and did not eat. Bg in the afternoon 460. At 4:42 bg was 535. He went to hospital and was admitted to the ICU. He did not check if the grey indicator had moved and is not aware if insulin was in the device when removed. Denies any wetness or leaking. The device was discarded and is not available for return. The hospital is reporting that the device failed. The client is currently using insulin pen to receive insulin. Normal bg readings are 200-250. There have been other incidences when bg was elevated and he did not feel good, upset stomach and associated those events with food poisoning. Client reporting he did experience pain when device applied for a brief moment if he hit a nerve. This was not a frequent occurrence. When client returned home and has the v-go box lot # fg221020, ref # (B)(4). Bg greater than 400 is a serious event. Device contribution cannot be excluded.

Event description:
The patient stated that on saturday (B)(6) "2022" he was not feeling well and experienced stomach pain and nausea. Patient reported that he tried to treat the symptoms by drinking water and gatorade sports drink. The patient thought he may have had food poisoning and took tums. Patient reported that the symptoms continued early sunday morning. Patient checked his readings and it was 440. The patient continued to hydrate himself and checked again in the afternoon and his reading was 460. The patient checked again at 4:42 pm and his reading was 535 so patient went to the (B)(6) hospital and was admitted into the ICU for care. The patient stated that he had not eaten anything since saturday and could not understand why his readings were high. Patient states that the hospital told him that the v-go pump failed and that was the cause of the elevated blood glucose. Patient stated that after going to the hospital he believes a similar event occurred earlier in the month but he did not have any further information. He stated that he had similar symptoms but again thought it was food poisoning and now thinks it was due to the device. Patient has a normal blood glucose reading of 200-250 and was prescribed the v-go 20 device. Patient was self-trained on v-go use and has been using the v-go 20 since (B)(6) 2020. The patient uses humalog an a long acting mixed insulin but stated if we wanted more information to call his hcp. Patient stated that he already disposed of the v-go device and that the hospital report clearly stated pump failure as the cause of his hospitalization.